Manufacturer narrative:
Blank fields on this form indicate the information is unknown, or unavailable. Brand name: unknown gianturco-roehm bird's nest vena cava filter. Occupation = unknown. PMA/510(k) number = k161218. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
A review of the literature published in phlebology in 2018 reports duodenal perforation resulting from a bird's nest filter. The (B)(6) male patient presented with hematochezia and abdominal pain 4 years after placement of the filter for pulmonary embolism and gastrointestinal bleeding. It is unknown how the device was retrieved or how the patient was treated for the perforation. Citation: baptista sincos et al., (2018). Symptomatic duodenal perforation by inferior vena cava filter. Phlebology, 33(8), pp523-533.

Manufacturer narrative:
Additional information: during the manufacturer¿s investigation of this complaint, it was found that this report is a duplicate to pr 153979. Any additional information received, including investigation results, will be submitted under pr 153979 and report reference number 1820334-2016-00753, as this file will be closed-cancelled.

Event description:
Additional information regarding the patient and/or event has been received since the previous medwatch report was sent. This information is detailed in section.